Manufacturer narrative:
Correction to catalog number size code: from 08d06-37 to 08d06-38 further investigation of the customer issue included a review of the complaint data, , design history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse. A sensitivity testing protocol was executed using lot 70148li00 met acceptance criteria and determined the reagent is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect syphilis tp reagent, list number 08d06, lot 70148li00 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result while using the architect (B)(6) assay on the architect i2000sr analyzer. The customer indicated that a specimen that generated a (B)(6) result was retested at another laboratory and was (B)(6) using the chemiluminescence technique. Additionally, the customer indicated that 28 additional specimens were tested and generated (B)(6) results which were positive upon retest. No specific data has been provided. There was no impact to patient management reported.